Event description:
It was reported that during the implant procedure, the right ventricular [rv] lead had high defibrillation thresholds. The lead was removed and a dual coil rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.